Manufacturer narrative:
(Other) - a review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot were within specification. The root cause has not been established.

Event description:
A mother reported that her daughter experienced a severe eye infection while using complete multipurpose solution easy rub formula. The patient used the product for about six weeks prior to onset of symptoms. Mom remembers her complaining about her eyes hurting but didn't connect it to the solutions because her daughter is very active in sports. About three weeks ago, the patient woke up and both her eyes were swollen and red. She went to the doctor in 2009 and the doctor told her that she had a serious eye infection caused by the eye solution she was using. She was told to no longer use the complete solution and was prescribed tobramycin and another unnamed eye drop. She most recently saw the doctor again two weeks later. She is doing better and back in contacts. Mom commented that she lost 20% of her vision in her left eye from the infection. The patient has been a contact lens wearer for approximately a year and has only used acuvue oasys lenses. Mom was very confident that the patient does not sleep or shower in her lenses and changes the lens case monthly, however, she was unsure of her daily lens care regimen.